Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 09/25/2013 - device evaluation: the pump has been returned and evaluated by product analysis on 09/06/2013 with the following findings: during investigation, the pump powered on with a clear and legible display. The complaint of a cloudy display was not duplicated during evaluation. There was no moisture observed behind the display lens. A leak test was performed and a leak was found due to a cracked pump case. The pump case was opened and moisture was found throughout the pump.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a cloudy display issue. The issue was noticed in the week prior to the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.